Event description:
During service of the device, the service engineer noted a vent inop occurrence due to a data acquisition pcba adc reference failed in the diagnostic history. No pt involvement.

Manufacturer narrative:
(B)(4).